Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The caller reported that the customer received erroneous high blood glucose results from the aviva system and was having hypoglycemia. At 1:00 am the customer's husband was awoken by her seizing in bed. At 1:05 am the husband received a blood glucose result of 184 mg/dl on the aviva system, and retested her within the same minute and received a result of 34 mg/dl on the aviva system. The husband treated the customer with an injection from a glucagon 1mg hypokit. Additionally, she was given glucose gel and glucose tablets. The husband also monitored customer's blood sugar periodically from 1:00 am until 2:00 am. The customer reportedly received the following results on the aviva system within 10 minutes: 172 mg/dl at 1:18 am; hi at 1:19 am; hi at 1:20 am; 71 mg/dl at 1:25 am ; 72 mg/dl at 1:32 am ; 117 mg/dl at 1:38 am. The customer received a reading of 115 mg/dl at 1:58 am. The customer regained awareness around this time and was able to test and make something to eat on her own at this time. The customer attributes the low blood glucose from not eating dinner that day. Customer did not require outside medical assistance and was not treated by a medical professional at any point. Return of the suspect device was requested for evaluation.